Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump rewinds properly during testing. No pump error during testing. No unexpected no delivery alarm/insulin flow blocked during testing. Thump software was utilized and downloaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. Pump was cut open to perform visual inspection and found moisture damage on the electronics and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dried insulin - motor slide, corroded home switch corroded battery tube, cracked keypad overlay and scratched case. Customer alleged not confirmed for rewind anomaly and no delivery were not confirmed. Exposed to moisture confirmed due to dried insulin on motor and corroded home switch were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a rewind anomaly and no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-431ak, mmt-342. Troubleshooting was performed and the customer was unable to exit the load reservoir process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ak. No product return is required for mmt-342.